Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was out of specification. It was also noted that there was no display when the electrocardiogram (ECG) cable was connected. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for servicing. There was no patient involvement.